Event description:
The duett sealing device was depolyed following a catheterization (via a 5f sheath in the right common femoral artery). Post deployment, the patient exhibited symptoms of an arterial occlusion (lost pulses). A surgical thrombectomy was performed, with good results. The physician reports that this was a case of poor patient selection. No further problems were reported.